Event description:
A nurse called to request assistance in changing the basal rate for customer. During the call the nurse stated that the customer was hospitalized for high bloog glucose. The nurse stated that the customer's infusion set came off and they did not noticed. No additional information was provided.